Event description:
End of b-braun IV broke off in patients IV, depressing pressure device. IV tubing and IV extension tubing needed to be changed, unable to remove plastic piece from IV tubing. Manufacturer response for IV tubing, bbraun IV tubing (per site reporter). None to date.